Manufacturer narrative:
(B)(4): the customer reported that the device failed to power up. There was no report of patient involvement. A philips field service engineer was dispatched to the customer site to evaluate and repair the device. He determined the failure to have been caused by a processor pca.

Event description:
The customer reported that the device failed to power up. There was no report of patient involvement.